Event description:
A distributor in hospital reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the rt265 infant dual-heated evaqua2 breathing circuit swivel was found disassembled. There was no reported patient consequences.

Manufacturer narrative:
(B)(4). Device 1: lot 2100799357. Device 2-5: lot unknown. Method: five complaint rt265 infant dual heated evaqua2 breathing circuits were returned to fisher & paykel healthcare (f&p) new zealand for investigation. Results: the swivel elbow and swivel wye from devices 1 and 2 were returned partly disassembled. The swivel elbow and swivel wye from devices 3, 4 and 5 were returned fully assembled. No damage was observed to any of the swivel components. The swivel elbows and swivel wyes of devices 1 and 2 were reassembled. The pressure test for the complaint devices confirmed a tight fit of all swivel components. Conclusion: investigation into this complaint reviewed the manufacturing process (operator, equipment, measurement and environment), process documentation, samples of product, complaint devices and performed a material analysis. The investigation indicated a potential resin material mix-up was the most likely cause. We have since implemented an additional material verification step, at the point of resin material addition to the moulding machine feed. This verification would identify any potential resin material mix-up prior to use. The rt265 infant dual-heated evaqua2 breathing circuits are designed to conform to iso:5367. All rt265 circuits are visually inspected, pressure and flow tested during production and those that fail, are rejected. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit also state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare (f&p) in (B)(4) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor in hospital reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the rt265 infant dual-heated evaqua2 breathing circuit swivel was found disassembled. There was no reported patient consequences.